Event description:
It was reported that on (B)(6) 2010, the patient underwent a direct promus stenting procedure in the distal right coronary artery with one 3.5 x 23 mm stent and in the first obtuse marginal artery with one 3.5 x 23 mm stent. Pre-dilatation was performed and a stenting was performed in the distal circumflex artery with one 2.5 x 23 mm stent. On (B)(6) 2011, the patient was hospitalized for a history of chest tightness radiating to throat. The patient underwent percutaneous coronary revascularization for restenosis distal to stents in the first obtuse marginal and mid circumflex. The patient's condition resolved and the patient was discharged home on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 3.5 x 23 mm promus stent is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.